Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box data revealed a low battery warning and short battery life. During testing, the current draws measured within specifications. The battery cap was not returned with the pump and a test cap was used to complete the investigation. The pump was opened and moisture was found inside the pump. Unrelated to the initial complaint, the display screen was dim and discolored. Also unrelated, the keypad cover was peeling.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.